Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified composix l/p on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified composix l/p on (B)(6) 2020. As reported, the patient is making a claim for an adverse patient outcome against composix l/p. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2020 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of composix l/p using echo mesh (device 1). Per op notes, ¿omental adhesions were taken down. The hernia defect was noted and reduced. A composix l/p using echo mesh (device 1) was placed and tacked circumferentially using spiral tacks.¿ (B)(6) 2020 - patient was diagnosed with recurrent incisional hernia thereby underwent laparoscopic repair with implant of composix l/p mesh (device 2). Per op notes, ¿omental adhesions were taken down. The prior mesh (device 1) was noted to be just below the fascial defect. The hernia defect was reduced. A composix l/p mesh (device 2) was placed and tacked circumferentially.¿ (B)(6) 2021 - patient was diagnosed with recurrent incisional hernia and diverticulosis thereby underwent laparoscopic converted to open repair with excision of composix l/p using echo mesh (device 1) and composix l/p (device 2). Per op notes, ¿dense adhesions between omentum and prior meshes (device 1 and 2) were lysed. There was a recurrent hernia and reduced. All the prior abdominal meshes (device 1 and 2) were excised end removed. Sigmoidectomy was performed. The defect was repaired primarily with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2019) is considered to be a best estimate. Updated fields: a2, b2, b3, b4, b5, b6, b7, d3, d4, d6b, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the composix l/p mesh (device #2). An additional emdr was submitted to represent the composix l/p using echo mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.